Event description:
Per the audiologist, the patient's abutment will be removed in the operating room (date not reported) due to hypertrophic scarring. Reportedly, the scarring is getting progressively worse and is not expected to get better. The surgeon will remove the 5.5 mm abutment to change the abutment to a 8.5 mm if possible. The flange fixture will remain in place.

Manufacturer narrative:
The type of event is addressed in the device labeling.